Event description:
It was reported that the shaft of the fenestrated bipolar forceps instrument appears to be scratched. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of main tube has two scratch marks with a small amount of material removed. The scratches are both under .225 inches long and perpendicular to the tube's longitudinal axis. Engineering concluded that the scratches were most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.